Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip would not deploy. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspected device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip would not deploy.